Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. (B)(4): user's test strip had poor storage according with the complaint.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 90 to 200 mg/dl. The blood glucose testing is performed once daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. The product is not stored by customer according to specification since retained in the bathroom. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed with test strip lot# rs4669: (B)(6). Adverse event not reported.